Event description:
It was reported that during an angioplasty procedure, a shaft break occurred. The lesion was located in the subclavian artery. The xxl balloon was inflated twice to 12 atms each. While attempting to inflate the balloon, the distal portion of the shaft on the section of the balloon broke off. The broken section was successfully removed with a snare. It was additionally reported that resistance was encountered while attempting to remove the balloon through the sheath. The procedure was successfully completed with another of the same device. No further patient complications were reported. Patient status is reported as "okay".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.